Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident that "the sterile packaging of the device was slit open." The investigation found the outer plastic cover torn. The cut is straight, runs 8 cm in length, and has even sides. It appears to have been cut open by a sharp object. Based on other similar complaints received, the pouch was most likely cut when opening the box the devices were shipped in. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
Note: there was no patient or procedure involved in this event. It was reported to boston scientific corporation on (B)(6), 2010 that the sterile packaging of a segura hemisphere stone retrieval basket was noticed to be "slit open" on (B)(6), 2010. According to the complainant, "it looked as though the slit was made with a box cutter." The problem was noticed during unpacking. Several attempts have been made to obtain additional event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Note: there was no patient or procedure involved in this event. It was reported to boston scientific corporation on (B)(6), 2010 that the sterile packaging of a segura hemisphere stone retrieval basket was noticed to be "slit open" on (B)(6), 2010. According to the complainant, "it looked as though the slit was made with a box cutter." The problem was noticed during unpacking. Several attempts have been made to obtain additional event information. However, no further event details have been made available to boston scientific to date.